Event description:
It was reported the customer accidentally delivered too much insulin during the fill tubing step while connected to the pump. The customer experienced a low blood glucose (bg) level (2.1 mmol/l) due to the reported issue. The customer consumed carbohydrates and glucose tablets to treat the bg. The customer continued to use the pump for insulin therapy.